Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to the customer experiencing diabetic ketoacidosis with blood glucose level of 560 mg/dl. The customer was treated with intravenous insulin and saline, and was released on (B)(6) 2021 with the issue resolved and no permanent damage. System check with tandem technical support confirmed that the pump and related supplies were operating as intended. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.